Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to noise. Noise reversion alerts were also observed. It was noted that external noise was confirmed as the patient was working with a car battery. Lead damage was suspected. The lead was connected to a new device during device-changeout procedure. Patient condition was stable before, during. And after the procedure.